Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (non-functional therapy electrodes) was confirmed. As received, the belt failed the therapy electrode (te) recognition test. Upon evaluation, there was a broken pulse wire in the rear 1-wire therapy electrode. The cause of the failure is the broken pulse wire. The root cause of the broken pulse wire was unable to be positively identified. No adverse event resulted from the damaged electrode belt.

Event description:
A us distributor returned electrode belt sn (B)(4) and reported that the therapy electrodes (te) were non-functional.